Event description:
Related manufacturer reference number: 2017865-2022-10421, related manufacturer reference number: 2017865-2022-10428, related manufacturer reference number: 2017865-2022-10431. It was reported that the patient presented in clinic with an infection. On (B)(6) 2021, the physician explanted the left ventricular (lv), right ventricular (rv) lead, atrial (ra) lead and pacemaker. The patient condition was stable.

Manufacturer narrative:
The reported events were for infection could not be confirmed. Electrical, mechanical, and longevity analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.